Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the implant procedure for inoperable ipg (MFR report #1627487-2017-07569), the newly implanted ipg, was not put in surgery mode. As a result, the ipg could not communicate with the external devices and was inoperable. Surgical intervention may be undertaken to address the issue.